Manufacturer narrative:
(B)(4). The distal section of the device was not received. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. A break was identified in the midshaft at 108.5cm distal to the strain relief. The distal section of the break, including the exchange port, distal extrusion, balloon and tip were not returned for analysis. An examination of the break site found that the shaft was stretched. It is noted that the break and kinks found with this device are consistent with excessive force been applied to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The physician advanced the 12mm x 2.50mm apex balloon catheter to the left anterior descending artery but it was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was device fracture.